Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 patient presented with diagnosis of degenerative disc disease (ddd) and underwent anterior cervical discectomy and fusion (acdf) -extrapharyngeal anterolateral approach, at levels c3-c4,c4-c5 using rhbmp-2. Onset (B)(6) 2009 , the patient complained of hoarseness (minimal), neck ( incisional wound) swelling, difficulty eating (swallowing) . Onset (B)(6) 2009, the patient complained of cough, pain at right side of neck, difficulty swallowing, tingling, right hand (persistent).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Onset date (B)(6) 2009, patient reported difficulty in eating (swallowing). Resolution date: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.